Event description:
Patient had a c-section, post-op, doctor inserted drain. Two days later, the drain was discontinued as ordered. After taking the drain out it was noticed that part of the drain was still in patient. Patient was npo after midnight and taken back to surgery for removal of drain. Once patient received spinal anesthesia doctor was able to pull out drain without further surgical intervention. Nursing staff discarded the penrose drain after the doctor did a visual exam of the drain.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: user error caused event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device discarded. The device was destroyed/disposed of.